Event description:
The event is reported as: approximately 10-15 minutes into the procedure, the balloon goes flat and there's a leak. The tube has to be refilled with air. No patient injury returned.

Manufacturer narrative:
At the time of this report, the device sample was not returned for evaluation. The results of the investigation are not available at the time of this report.